Event description:
It was reported that during the procedure in the heavily calcified and tortuous mid circumflex (cx) artery, pre-dilatation was performed. The physician then advanced the 2.5 x 15 mm xience v stent delivery system into the patient anatomy; however, due to the tortuosity and calcification of the vessel, the xience v was unable to advance. The device was removed and a guide catheter extension was advanced into the anatomy. The physician then re-inserted the 2.5 x 15 mm xience v into the anatomy through the guide catheter extension and resistance was met. The xience v became stuck in the guide catheter extension. All devices were then removed as a single unit. The vessel was then re-wired, a new guide catheter was advanced and a 2.5 x 28 mm xience prime was then advanced to complete the stenting procedure. There was no clinically significant delay and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4).during processing of this complaint, attempts were made to obtain complete event, patient and device information. Add'l devices: guide wire: balance middleweight, pt 2; other: vascular solutions 6f guide liner. Device code (B)(4) - re-insertion. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Resistance during withdrawal was confirmed. The failure to advance/cross and difficult to position could not be replicated in a testing environment as it was based on operational circumstances. Based on visual, functional, and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience v/xience nano everolimus eluting coronary stent system instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Based on the information reviewed, there is no indication of a product deficiency.